Event description:
It was reported that the patient's device alerted due to high atrial lead impedance. Also indicated were short atrial activation (a-a) intervals, inappropriate mode switching, and no capture at maximum output. A lead fracture was suspected. It was further reported that the atrial lead was turned off due to patient medical issues. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated that impedance on the atrial pacing lead was beyond the expected upper range. An out of tolerance (oot) sub threshold lead impedance alert occurred on 2014-04-25. Maximum left ventricle pace impedance rose from 532 ohms the week ending 2014-04-23 to greater than 4000 ohms the week ending 2014-04-30.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4193-78, lead, implanted: (B)(6) 2004; d314trg, ICD, implanted: (B)(6) 2012. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.